Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Sex: requested, not provided. Weight:requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when the physician inserted the angio-seal device into the insertion sheath, the physician could not hear any snapping sound which means that the device and insertion sheath are properly fitted. The physician decided not to use the device and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. Estimated blood loss was less than 250cc. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product. Additional information was received on 01sep2019. When the physician inserted the device into the insertion sheath, the physician could not hear any snapping sound which means that the device and insertion sheath were not properly fitted.